Manufacturer narrative:
This spontaneous case was reported by a consumer and describes the occurrence of menorrhagia ("endometrial ablation planned due to heavy periods") in a (B)(6) female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. In 2009, the patient had essure inserted. In (B)(6) 2017, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced uterine leiomyoma ("suspicion of fibroids"). The patient was treated with surgery (scheduled for a hysteroscopy to check for fibroids and have an ablation at the same time). Essure treatment was not changed. At the time of the report, the menorrhagia and uterine leiomyoma outcome was unknown. The reporter provided no causality assessment for menorrhagia and uterine leiomyoma with essure. Quality-safety evaluation of ptc: based on the technical assessment, neither sample nor lot number was provided therefore, the quality unit was unable to conduct a review of the manufacturing batch record or perform a sample investigation. The quality unit was unable to confirm any quality defect or device malfunction at this time. No CAPA investigation is required at this time because there was no event reported which indicates a new technical failure mode for the device. A ptc investigation cannot be performed as no batch number or sample have been provided thus resulting in an unconfirmed quality defect. Most recent follow-up information incorporated above includes: on 18-may-2017: quality-safety evaluation of product technical complaint. Company causality comment: this non-medically confirmed case report refers to a (B)(6) female consumer who had essure (fallopian tube occlusion insert) inserted 8 years ago and had a endometrial ablation planned due to heavy periods in the last 4 months. The event, seen as menorrhagia, is anticipated in the reference safety information for essure. In this case, although the consumer has a suspicion of fibroids as possible alternative explanation for the heavy periods, since they were not confirmed and considering that after essure insertion abnormal genital bleeding and menses pattern changes may occur, a causal relationship with essure cannot be totally excluded. This case was regarded as incident since hysteroscopy with endometrial ablation was required. A product technical analysis concluded, an investigation cannot be performed as no batch number or sample have been provided, thus resulting in an unconfirmed quality defect. Further information is being sought.

Event description:
This spontaneous case was reported by a consumer and describes the occurrence of menorrhagia ("endometrial ablation planned due to heavy periods") in a (B)(6) female patient who had essure inserted for birth control. The occurrence of additional non-serious events is detailed below. In 2009, the patient had essure inserted. In (B)(6) 2017, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced uterine leiomyoma ("suspicion of fibroids"). The patient will be treated with surgery (scheduled for a hysteroscopy to check for fibroids and have an ablation at the same time). Essure treatment was not changed. At the time of the report, the menorrhagia and uterine leiomyoma outcome was unknown. The reporter provided no causality assessment for menorrhagia and uterine leiomyoma with essure. Company causality comment: this non-medically confirmed case report refers to a (B)(6) female consumer who had essure (fallopian tube occlusion insert) inserted 8 years ago and had a endometrial ablation planned due to heavy periods in the last 4 months. The event, seen as menorrhagia, is anticipated in the reference safety information for essure. In this case, although the consumer has a suspicion of fibroids as possible alternative explanation for the heavy periods, since they were not confirmed and considering that after essure insertion abnormal genital bleeding and menses pattern changes may occur, a causal relationship with essure cannot be totally excluded. This case was regarded as incident since hysteroscopy with endometrial ablation was required. A product technical analysis and further information are being sought.

Manufacturer narrative:
This spontaneous case was reported by a consumer and describes the occurrence of menorrhagia ("endometrial ablation planned due to heavy periods") and uterine leiomyoma ("suspicion of fibroids") in a (B)(6) year-old female patient who had essure inserted for female sterilization. Concomitant products included clonazepam (klonopin) for bruxism. In 2009, the patient had essure inserted. In (B)(6) 2017, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced uterine leiomyoma (seriousness criterion medically significant). The patient was treated with levonorgestrel (mirena), surgery (hysteroscopy) and surgery (fibroid removed). Essure treatment was not changed. At the time of the report, the menorrhagia and uterine leiomyoma had resolved. The reporter provided no causality assessment for menorrhagia and uterine leiomyoma with essure. Quality-safety evaluation of ptc: based on the technical assessment, neither sample nor lot number was provided therefore, the quality unit was unable to conduct a review of the manufacturing batch record or perform a sample investigation. The quality unit was unable to confirm any quality defect or device malfunction at this time. No CAPA investigation is required at this time because there was no event reported which indicates a new technical failure mode for the device. A ptc investigation cannot be performed as no batch number or sample have been provided thus resulting in an unconfirmed quality defect. Most recent follow-up information incorporated above includes: on 24-aug-2017: lab test, concomitant medication, treatment and event outcome updated. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.